Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, a 26mm sapien 3 utlra valve was implanted in an existing 26mm sapien xt valve during a valve in valve (viv) procedure. Five (5) years and 4 months post implant of a sapien xt valve in the aortic position, the patient presented with symptoms and a 'tight' valve area, due to stenosis of the valve. A sapien 3 ultra valve was successfully implanted with no procedural complications reported. At the time of the report, the patient was doing great. Both valves remain implanted in the patient.

Manufacturer narrative:
The sapien xt valve was not returned to edwards for evaluation as it remains implanted in the patient. Medical record review revealed severe bioprosthetic valve stenosis was present prior to the implant of a sapien 3 ultra valve during the valve in valve procedure. The sapien 3 ultra valve was successfully implanted with normal leaflet motion. No evidence of paravalvular leak (pvl) or transvalvular aortic insufficiency was reported. The patient was transferred to the progressive care unit in stable condition. The patient was discharged to home on postoperative day (pod) 1. Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, based on the limited information provided, the exact cause for the valve stenosis 5 years and 4 months post valve implant could not be confirmed. However, it may be related to patient's co-morbidities or pre-existing valvular disease process may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.